Event description:
During revision surgery due to excess fluid build up in the knee, surgeon noted that the metal clip usually situated on the insert which enables it to clip into the metal tray of the base place was missing. Device was exchanged.